Event description:
It was reported that during first activation the pt did not perceive any auditory sensation. Testing showed normal electrode status and impedance. After control of the post-operative CT scan it was seen that the electrode was not placed in the cochlea. The pt was re-implanted on (B)(6) 2011.

Manufacturer narrative:
The device has been explanted and should be returned to the MFR for eval. When available, a device failure analysis will be submitted as a f/u report.